Event description:
It was reported that before use of the syringe 10ml ll the "new syringes not used, found cracked." There were three occurrences. The following information was provided by the initial reporter: new syringes not used, found cracked.

Manufacturer narrative:
Investigation: photo evaluation: 1 photo was returned for evaluation. From the photo, 2 samples observed syringe plunger broken. Sample evaluation: 3 actual samples in open package were returned for investigation. The samples were not decontaminated. From the returned samples, 1 sample observed syringe plunger crack and 2 samples syringe plunger broken probable cause could be at the assembly machine, there was found sliding block screw worn out during the production. As this caused the stopper and plunger dial misaligned, hence the syringe not feed properly into the pocket dial and hit the delrin gasket resulting the plunger to crack and broken. Sliding block changed and realign back the assembly dial. Produced parts were verified free from visual defects after corrective action before proceed with production. The nonconformance could have been escapees which was failed to remove by the production technician from the line during line clearance resulting it to flow to subsequent process. DHR was reviewed and there were no qn's raised on the affected batch and no similar defects were found at the in-process and outgoing inspection.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 10ml ll the "new syringes not used, found cracked." There were three occurrences. The following information was provided by the initial reporter: new syringes not used, found cracked.